Event description:
A customer contacted beckman coulter inc (bci) regarding a non-reproducible troponin (accu tni) result generated by the access 2 instrument for one pt. A pt sample was tested for accu tni and a result of 8.48ng/ml was obtained. The sample was re-tested twice and results were 0.17/ng/ml and 0.15ng/ml. A fresh sample collected from this pt gave a result of 0.39ng/ml when it was tested. The result was not reported out of the lab and pt treatment was not affected.

Manufacturer narrative:
Sample handling information was not supplied. Per data review, customer runs one level of accu tni qc per day. Level I qc was in the established range prior to and after the event. "As stated in the access accu tni assay manual, (wb a34077c and wb a34058b), "include commercially available quality control materials that cover at least two levels of analyte." System checks performed on two days in 2008 were passing within instrument specifications. No issues were reported with other pts or assays. Service details were not provided to date. A clear root cause could not be determined to date. A malfunction will be assumed for the purpose of this report.